Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was also noted that the defibrillation conductor was distorted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. Visual analysis indicated there was apparent explant damage.

Event description:
The lead was returned after elective replacement and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.